Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn between 24 and 36 hours on the abdomen. The patient was vomiting and had blood glucose levels of 500 mg/dl while at home so they decided to go to the hospital. Patient reported that they were treated with intravenous therapy with fluids and insulin. They spent the remaining 24 hours in the intensive care unit.